Event description:
(2/2, reference (B)(4) for related complaints) (documenting cassette it was reported that a cadd legacy 6400 no disposable pump alarm using cassette lot number 4220003, expiration 11/24/2026 was experienced. Cadd legacy pump serial number (B)(4). Pump replacement sent. No further details provided. .